Event description:
Caller reported blood glucose results of 223 mg/dl on customer's performa system, 103 mg/dl on pharmacy's accutrend gct system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(4). Medwatch with identifier (B)(6) is for performa system, medwatch with identifier (B)(6) is for accutrend gct system.